Event description:
It was observed that during the device evaluation, the flex video scope exhibited the jet-tube, air/water tube, and air/water cylinder with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h6. Corrected field: d5. (Added "olympus" in operator device). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eighteen (18) years, since the subject device was manufactured. Based on the results of the investigation, the foreign material was identified, as simethicone. It is possible, that the presence of this foreign material was, due to insufficient cleaning. It¿s also likely, that the foreign material may not have been removed, because the reprocessing might not have been conducted properly. No physical damage to the device was confirmed, at the location where the foreign material remained. However, a definitive root cause could not be determined. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  the instruction manual evis exera ii gif/cf/pcf, type 180 series, operation manual chapter 3: preparation and inspection: describes how to detect for the suggested events.  The instruction manual evis exera ii gif/cf/pcf, type 180 series, reprocessing manual chapter 5: reprocessing: the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.